Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate shocks for atrial fibrillation. The patient's medication was adjusted. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted. The patient condition was unknown.

Event description:
It was reported that the patient presented in the emergency room after experiencing inappropriate shocks due to incorrect interpretation of signal. The patient's medication was adjusted. The patient was discharged.

Manufacturer narrative:
B5 should state that there was no intervention performed and there were no patient consequences. H6 health effect- impact code should be "4614 - serious injury/ illness/ impairment".